Event description:
It was reported by the rep the device was used during a thoracotomy or thoracoscopy. It was reported there are very few details provided or remembered. Dr. Was using the ez45g stapler on lung tissue and had difficulty firing and gaining hemostasis. He used 3 staplers and 5 reloads. There was no consequence to the patient.